Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time of the reported event.